Event description:
The user facility reported that post intervention, the involved 6 french angio-seal was used to close the femoral artery. The physician noticed a small hematoma immediately form. Manual pressure was held until hemostasis was achieved. The reported event resulted in patient injury and/or medical and surgical intervention. The event occurred intra-operative.

Manufacturer narrative:
A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
The complaint was confirmed for a potential hematoma. The exact root cause cannot be determined. The likely cause was determined to have been damage to the vessel or multiple punctures resulting in hematoma formation post-deployment. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).